Event description:
It was reported that (1) 511sd device was used during a laparoscopy diagnostic procedure. It was reported by the rep that the surgeon placed a trocar through the abdomen wall. The surgeon noticed through the scope that the safety shield didn't activate. Leaving the blade exposed to the abdominal viscera. He continued the case with the same trocar. It is unknown how the case was completed. There was no consequence to the pt.